Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted and the lead appeared damaged at implant.

Event description:
It was reported that during implant, the left ventricular lead could not be placed because the patient's vessel was too thin. It was also reported that while attempting to implant the right atrial lead, the resistance and threshold were consistently too high. Both leads were removed and replaced. No patient complications were reported as a result of this event.